Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose levels. Customer's father did not state how low the customer blood glucose was. Customer's father stated the cause was basal rates were too high. Customer's father also stated the insulin pump was not recording bolus in the history. Troubleshooting was performed. Bolus was performed and it recorded. Customer's father was advised that maybe he didn't completely finished process for bolus. Customer's father was irritated and hung up. Customer's current blood glucose was 317 mg/dl. No further information reported.